Event description:
It was reported that the patient experienced unspecified issue with an unknown male sling. The sling still remains implanted and a new 4.5cm artificial urinary sphincter (aus) was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient experienced recurring incontinence.

Event description:
It was reported that the patient experienced unspecified issue with an unknown male sling. The sling still remains implanted and a new 4.5cm artificial urinary sphincter (aus) was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.